Event description:
A customer technical advocate (cta) was contacted regarding a platelet result for a pt that was questioned. A plt=85 k/ul was generated using a cell-dyn 1800 analyzer. The following day the pt was tested (no platform info provided) at another facility and reported a plt-9.0 k/ul result. There was a delay in transfusion with no reported impact to pt management.